Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 309653 and lot number 0079823. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in this investigation, two physical samples and two photo samples were received for evaluation by our quality team. Of the two photos provided, one shows a sample that was received and the other shows a needle assembly with a blue needle hub that was not included with the physical samples. The two physical samples came in a (B)(4) plastic bag. One syringe had a needle assembly with a red plastic shield connected to it, had been used and had residues of a drug. A thin white foreign matter was observed adhered to the barrel wall during a visual inspection with a 30x microscope. The second physical sample was a syringe with no needle assembly connected. It was visually inspected with a 30x microscope and no foreign matter was detected. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle in an attempt to identify the particle¿s composition. The ftir results indicated that the particle was most likely polypropylene based; however, the test results were not a strong enough match to conclude the exact composition. Based on the investigation results, an exact source could not be determined for the foreign particle. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 2 samples were received. They came in a (B)(4) plastic bag. One syringe has been used; it has residues of a drug. It has a needle assembly connected to it. This is a needle assembly with red plastic shield. A visual inspection was performed using a 30x microscope. A thin white foreign matter was observed adhered to the barrel wall. It is wet with the solution in the syringe. Two photos were provided. The 2nd photo shows the sample received. The other sample has no needle assembly connected to it. It was inspected under a 30x microscope not finding any foreign matter. The 1st photo shows a syringe connected to a needle assembly with a blue needle hub; this is not the sample we received. The 1st sample was sent to a lab for analysis for foreign matter identification. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the sample has been used. The source of the foreign matter is unknown. The sample was sent to a laboratory for foreign matter identification. Rationale: based on the investigation and with the analysis the sample the symptom reported by the customer is confirmed; this lot was produced for (B)(4) units this is a cpm of 7.4. We will continue monitoring the complaints of this lot and this symptom.

Event description:
It was reported that 2 syringes 60ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "foreign matter, foreign matter in the syringe".